Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. It was indicated that the patient used an expired product, which is misuse of the device. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the mobile device updated its operating system which closed the app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. It was determined that loss of connection was related to the mobile application. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the mobile device updated its operating system which closed the app. No injury or medical intervention was reported.